Manufacturer narrative:
The customer was not using the recommended rack adapters for 13 mm tubes. The sample volume was insufficient. The alarm trace from the day of the event indicated maintenance was needed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys total psa immunoassay (tpsa) and elecsys free psa immunoassay (fpsa) results for one patient sample. The initial tpsa result was 0.030 ng/ml and initial fpsa result was 0.012 ng/ml. These results were reported outside of the laboratory and questioned by the clinician. On (B)(6) 2018, the same sample was retested in a sample cup. The tpsa result was 3.85 ng/ml and the fpsa result was 1.10 ng/ml. The clinician stated the repeat results were more consistent with the clinical situation. There was no allegation of an adverse event. The tpsa reagent lot number was 29152801 with an expiration date of 31-mar-2019. The fpsa reagent lot number was 293436 with an expiration date of 30-apr-2019. The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration and qc data did not indicate a reagent issue.